Event description:
Related manufacturer reference number: 1627487-2022-05156. It was reported the patient was diagnosed with an infection. As such, the patient's scs system was explanted.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-05156, 1627487-2022-05643. Additional information received indicates that the infection is being treated with IV antibiotics.